Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted for bts purposes. Site of insertion was not provided. It was reported that after the impella device was removed, the patient's left common iliac artery was dissected. The cause is unknown; however, there was calcification of ao and at the dissociation site. After removal, vascular sutures were performed surgically. The patient remained stable after the repair. No further information was provided.